Event description:
Caller reported 10:33pm aviva nano result of 4.6mmol/l. He treated himself with lucozade, washed his hands, and had a same system retest result of 17.3 mmol/l at 10:41pm. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.